Event description:
The customer was sprayed in the face with trigger solution from the alinity I processing module. The customer was troubleshooting a leak from the trigger container and removed the bulk solution straw to empty the trigger solution and was splashed in the eye. The customer rinsed off the trigger solution immediately, called poison central and contacted the eye doctor to get checked. The eye doctor examined the eye and found no damage to the eye. No treatments or medication was provided to treat the eye. There was no additional harm to the user reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
Update to section d10 - concomitant product. While inspecting a leak on the alinity I processing module serial number (B)(6), the customer was sprayed in the eye when the alnty ci snsr bsl was moved to empty the trigger solution reservoir. Return testing was not completed as returns were not available. An instrument service history review for the alinity I processing module serial number (B)(6) revealed no contributing factors on or around the date of the complaint. There have been no subsequent contacts from the customer regarding splashing occurrence since the reported incident. A review of complaint and trending data for the alinity I processing module did not identify any similar issues for splashing as described in this complaint. Additionally review of complaint and trending data associated with the alnty ci snsr bsl (04s68-04) did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module serial number (B)(6) or the alnty ci snsr bsl was identified.

Event description:
The customer was sprayed in the face with trigger solution from the alinity I processing module. The customer was troubleshooting a leak from the trigger container and removed the bulk solution straw to empty the trigger solution and was splashed in the eye. The customer rinsed off the trigger solution immediately, called poison central and contacted the eye doctor to get checked. The eye doctor examined the eye and found no damage to the eye. No treatments or medication was provided to treat the eye. There was no additional harm to the user reported.